Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to grasp and inability to capture the leaflets. The reported tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was performed for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and rotated heart. During preparation of an xtw clip (B)(6), a leak was observed at the flush port on the delivery catheter (dc). Therefore, the clip delivery system (cds) was not used and was replaced. An xtw clip (B)(6) was inserted and advanced to the mitral valve, but the clip became caught in chordae and the leaflets were caught on the grippers. Troubleshooting was performed and the clip was successfully freed from the chordae and leaflets. The clip able to be deployed on the mitral valve, but a chordal rupture was observed. To further reduce mr, an ntw clip (B)(6) was inserted, and grasping attempts were performed. However, difficulties grasping and capturing the leaflets occurred resulting in an additional chordal rupture; therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4 and an impella heart pump was implanted. It was noted the patient effects resulted in a clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip devices referenced in b5 is being filed under a separate medwatch report.